Manufacturer narrative:
The customer site was (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline was bent and had separated distal end covered with tape. There were no alarms or areas of concern. A driveline repair was scheduled.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a compromised distal driveline bend relief can be confirmed based on the onsite evaluation by an abbott representative. A review of the submitted log files revealed that no atypical events were captured. The pump operated above the set speed for the duration of the file. Evaluation of the submitted photos revealed a small area adjacent to the controller connector where there was potential metal braided shield breakdown. Evaluation of the submitted video showed the controller connector plugged into the controller. In this video the controller connector, and bend relief were covered in tape. The driveline was being manipulated adjacent to the controller connector which revealed an area of greater flexibility. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09sep2014. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a clam shell repair was performed on (B)(6) 2022 without any issues. The patient's status was okay.